Event description:
Procedure type: inguinal hernia repair: according to the reporter: the balloon did not inflate. The balloon was put into pt and pumped but did inflate. The balloon was removed and another balloon was opened and used instead. The second balloon was the same lot number as faulty balloon. No pt injury was reported.

Manufacturer narrative:
(B)(4).